Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed non-fasting during call on (B)(6) 2015 prod results of 387 mg/dl and 367 mg/dl. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 12/16/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 354 mg/dl, (B)(6) 2015, 01:04 pm; 305 mg/dl, (B)(6) 2015, 06:20 pm; 289 mg/dl, (B)(6) 2015, 07:40 pm; 150 mg/dl, (B)(6) 2015, 08:29 am; 292 mg/dl, (B)(6) 2015, 04:45 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 387mg/dl and 367mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 12/16/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:354mg/dl (B)(6) 2015 01:04pm. 2:305mg/dl (B)(6) 2015 06:20pm. 3:289mg/dl (B)(6) 2015 07:40pm . 4:150mg/dl (B)(6) 2015 08:29am . 5:292mg/dl (B)(6) 2015 04:45pm . Adverse event not reported.